Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
The legal dept. Reported that the patient underwent on (B)(6) 2011 to a surgical procedure of right hip arthroplasty with arthroplasty for osteoarthritis of the hip. During the surgery the orthopaedics saw was stuck and the osteotomy was completed with a hand chisel in the absence of an anther available saw. During this maneuver a fracture of the portion underneath the osteotomy line was caused, for this reason, it was necessary to perform a metallic cerclage at the fracture created. On (B)(6) 2011, the patient was discharged.